Manufacturer narrative:
The suspect device has not been returned for eval. Conclusions: a follow-up report will be submitted when the eval is complete.

Event description:
The rotator broke during high pressure angiography injection. No harm or injury was reported.